Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller alleges insulin leaks from the infusion set needle and the plaster is always wet. Caller reported there seems to be a defect on the plate of the head set like a crack. No adverse event reported. Requested return of the alleged device for evaluation.